Event description:
Customer reports discrepant low hba1c results on the dca vantage vs a reference method and historical data. Medication (metformin) dose was adjusted based on the lower hba1c result. Original dose = 1000 mg metformin; adjusted dose = 500 metformin. There was no report of injury for this event.

Manufacturer narrative:
The cause for this discordant is unk.